Event description:
Initial total psa results of 13.25 ng/ml, and 9.84 ng/ml were repeated and recovered 0.551 ng/ml, 0.66 ng/ml and 5.58 ng/ml. No info was provided as to whether the initial results were used to provide treatment. Resolution is not available, investigation is on-going.